Event description:
The facility representative reported a flogard infusion pump with a 94 failure code. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 94 was not confirmed however, the reported condition was confirmed as a battery issue during device evaluation. The assignable cause was a damaged main battery. The main battery was replaced to correct the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.